Manufacturer narrative:
Exact date unknown, event occurred over 6 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 20075989.

Event description:
It was reported that the patient experienced inadequate and rib stimulation. The patient underwent an explant procedure. All explanted components were discarded by the facility.